Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to dislocation that occured approximately 2 weeks after the primary surgery. The primary surgery used the humeris reversed system. During the revision surgery, the surgeon explanted the size 10 cementless stem, the ø36 centred glenosphere and the ø36/+3 135/145 humeral cup. Then, he implanted a size 12 cementless stem, a ø40 eccentric glenosphere and a ø40/+9 135/145 humeral cup.